Event description:
This procedure, performed on (B)(6) 2014 was part of a clinical study in (B)(6). The procedure was endovascular therapy of the left sfa with the turbohawk and spiderfx. On (B)(6) 2014 the patient was discharged. The physician confirmed good blood flow at the 30 day follow up. At the 180 day follow up the physician confirmed restenosis at the treated lesion and decided to perform pta. On (B)(6) 2015 the patient was admitted to the hospital for pta. On (B)(6) 2015 the physician conducted balloon angioplasty to the restenosis of the lesion in the left sfa and confirmed good dilation. Please reference MDR 2183870-2015-00235 for the spiderfx used in this procedure.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).